Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown concentration of morphine at an unknown dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump was in safe mode. No environmental/external/patient factors were reported that may have led or contributed to the issue. The hcp confirmed using a patient programmer to check the pump. It was reported that the pump was listed as a model subject to biofilm buildup. No actions/interventions were taken at the time of the report though it was reported that surgical intervention was planned. The issue was reported as being not resolved. The patient's status was listed as "alive-no injury". No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-jul-24. It was reported that the patient¿s managing hcp asked the manufacturer's representative to come in to check the pump because it was alarming and to see what they could do. It was indicated that the alarm heard was confirmed by telemetry to be a critical alarm of low battery reset occurred and reset occurred. The date of the event was (B)(6) 2017 (note this is conflicting with the previous report that the event date was (B)(6) 2017). It was also indicated that the manufacturer's representative was not aware of any symptoms. It was noted that the patient was admitted to the ER (emergency room) for medical issues not related to the infusion system and was complaining about the pump continuing to alarm from the safe state issue that was previously reported. Information was requested regarding turning off or silencing alarms. The pump off code was provided. It was indicated that the pump contained hydromorphone [5 mg/ml] being delivered at safe state rate. No further complications were reported. It was previously indicated on (B)(6) 2017 that the patient¿s weight was asked but unknown.